Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by restarting the system which delayed the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up intermittently. During troubleshooting, the fse identified a grabber card issue in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk in a different case. After replacement of flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.